Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient presented with pre-op diagnosis of: herniated nucleus pulposus c5-6, c6-7; spinal stenosis c5-6, c6-7; cervical myelopathy; cervical radiculopathy; incapacitating pain. The patient underwent following procedure: anterior neural decompression, c5-6, c6-7; anterior discectomy and fusion, c5-6, c6-7; anterior cage fixation, c5-6, c6-7; anterior plate fixation, c5-6, c6-7; as per op-notes: ".. Followed by intradiscal cage made of peek material with cancellous locally harvested bone and bmp. The implant was placed in the intradiscal space at c5-6 and c6-7.. No complications were reported.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.